Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent expired as a result of cardiopulmonary arrest on or about (B)(6) 2004, after the use of the product.